Event description:
It was reported that the patient has expired after an implant duration of approximately 1.1 months, due to unknown reasons. Through follow-up with the health-care provider, a copy of the operative report was received for the surgery occurring approximately 4 days before the patient's death. Unfortunately, no information regarding the device or event was learned.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.1 months, due to unknown reasons. Through follow-up with the health-care provider, a copy of the operative report was received for the surgery occurring approximately 1 month and 4 days before the patient's death. Unfortunately, no information regarding the device or event were learned.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The patient also had another device implanted on the same day; (B) (6). Information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report were received; however, no further information regarding the device or the reported event was learned. The device history record (DHR) review has been completed and there were no nonconformance found related to this event.